Event description:
The customer reported that the "pod was very resistant during fill." It is unknown how long the pod was worn for before high bg levels (greater than 250mg/dl) were experienced. No mechanical failure of the pod during use was cited. No additional information about the device or the event was provided. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation - we are unable to confirm any device malfunction. The customer reported that the "pod was very resistant" when she tried filling it with insulin. This condition is indicative of a problem with the retainer that potentially allowed a component to move, resulting in internal damage to the device. This damage would have prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt when filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though no "crackling" noise was reported). The omnipod user guide states: "warning" never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." Despite this warning, the user proceeded to place the device. Although it cannot be confirmed through evaluation, it is assumed that a device failure had directly contributed to the customer's high bg levels based on the symptoms provided in the report. Lot qualification results were reviewed and zero failures were found. The lot passed the acceptance criteria. Note: evaluation method are specific to activities performed during lot qualification and not to activities performed on the subject pod (as it wa not returned for evaluation).